Event description:
It was reported during the coil embolization of an opthalmic artery aneurysm, the coil stretched resulting in approximately 10 cm of stretched coil protruding into the parent artery. The physician used two stents to pin the coil against the vessel wall in the internal carotid artery (ica). The patient subsequently expired. Information as to the cause of the patient's death and/or relation to the reported device is unknown.

Manufacturer narrative:
Outcomes attributed to adverse event - death: date of the patient death is unknown. Additional information was requested from the user facility. From the responses received, it was determined that the coil became stretched during deployment. Repositioning of the coil was attempted and the delivery wire rotated during procedure. In sheath wetting and continuous flush was maintained. All movements were slow and smooth and only one other coil was deployed. The patient's anatomy was reportedly tortuous.